Event description:
An altitude alarm was reported by the customer. There was no reported impact to the customer's blood glucose level, as the customer declined to provide this information. The customer did not need to replace the cartridge and was able to resume insulin with the original cartridge after receiving tips from technical support on preventing altitude alarms.